Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed. The leak appeared to be located at the junction between the conical section containing the fibers and the upper section to which the blood lines were connected. There was no defect or damage noted on the dialyzer. The connections were properly installed and adequately tightened. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury or medical intervention required as a result of this event. The patient¿s treatment was stopped immediately and shorted to three hours instead of four hours. The complaint device was reported to be available to be returned to the manufacturer for evaluation.